Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number provided is not valid.. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911u1ues7ezci, hardware: sm-s911u1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to 329 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient¿s husband reported that the pink slide did not move forward, despite the cannula having inserted into the patient¿s skin; indicative of a needle mechanism failure. No treatment details were reported.